Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 1,000 mcg/ml unknown baclofen at a dose of 436.3 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the hcp was in seattle and helped facilitate the patient's refills since the patient lived in montana and arizona. The hcp tried to facilitate refills for the patient in arizona but for some reason the facility never got anything scheduled for the patient. This happened before with the patient but the patient was able to go see the hcp in seattle and was filled last time. The current situation was the facility not scheduling a refill in time for the patient so now the patient's pump was empty. The patient was hearing the critical alarm for at least three days. The hcp was to be seeing the patient in the next couple hours and would read the pump at that time as the patient was currently flying to see the hcp to get her pump refilled. The hcp had not read the pump yet so she did not know the exact date the pump went empty. The hcp was probably going to fill the pump with 2,000 mcg/ml concentration of baclofen to extend the refill date. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was refilled without complications and the event was resolved. The patient was not weighed. No further issues were reported or anticipated.